Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that the patient was in the emergency room due to being suddenly unresponsive. It was noted that the patient may have taken oral baclofen. No further complications have been reported as a result of this event.